Event description:
At the time of inspection of citadel plus bed frame, an arjo service technician found that the left-hand foot-end side rail was partially detached from the frame, with two out of four screws securing the panel to the metal plate torn out. There was no patient involvement. No injury was reported.

Manufacturer narrative:
In the investigated complaint, there were no customer allegations. The damages were observed during the pick-up, therefore, the circumstances under which the equipment was damaged remain unknown. However, based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. To sum up, the side rails were partially detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the partial detachment of the side rails which can lead to a patient fall. There was no patient involvement. No injury was reported.